Manufacturer narrative:
It was reported that a sterile plate that expired in (B)(6) 2022 was implanted. Attempts to obtain further information regarding the event were unsuccessful. As a result, device information (model number and batch/lot number) is unknown. Therefore, device history record review could not be performed. The device was not received for evaluation. Additionally, as the device information is unknown, review of the complaint database could not be performed based on part number; however, a two (2) year review was still performed based on the reported event which revealed only one (1) complaint for implanting an expired plate. This one (1) complaint is the event within this report. Since product model number is unknown, the document number of the device/system specific instructions for use (IFU) could not be determined. However, osteomed brand product ifus all have the following verbiage (or a variation of this verbiage with slight wording changes): "select plates and screws are available sterile packaged (gamma sterilized). Do not use if sterile package is damaged. Do not use after expiration date.as the reported event described expired product being implanted, these issues could be related to the device labeling or could be due to use error. However, based on the information received and the investigation performed, the root cause of the device being implanted past the expiration date and failure to follow instructions could not be determined.

Manufacturer narrative:
Attempts are being made to obtain additional information regarding the event (event date, patient information, device information, current status of patient, etc.). Upon completion of hte investigation, a follow up report will be submitted.

Event description:
It was reported a surgeon implanted a sterile plate that had expired in (B)(6) 2022. No further information is available, and device information is unknown.